Event description:
The surgeon was performing cardiac surgery, attempted to use the cardiogenesis holmium: yag solargen laser in inferior wall of heart. Attempted 6 pulses varying from 13 to 20 and began smelling smoke. The laser would not operate. The procedure was aborted with this equipment. When the device was inspected by the biomed technician, the cable was found burned in half within the handle used by operator to apply the laser. Biomed did receive a field service report from cardiogenesis.comments: "inspected laser for any physical defects, none found. Checked laser output, and validated output to factory specs. Laser returned to service.======================service rep statement of problem: "they noticed a burning smell while trying to use a handpiece. The handpiece was not able to penetrate the heart muscle. They used a second handpiece that worked for about 20 minutes, and it also was not able to penetrate the heart muscle."the second handpiece was not preserved by staff. There was no report of burning smell.manufacturer response for yag laser, sologrip iii handpiece delivery system (per site reporter).======================provided packaging to return the device.